Event description:
Additional information received on june 21,2024 indicated that the pump was extruded; however, no sign of infection. The implant was removed and replaced.

Manufacturer narrative:
A titan touch pump, two cylinders, and reservoir were received for evaluation. Visual examination of the returned components revealed no abnormalities that would have contributed to the report of extrusion. However, because examination of the components may not conclusively confirm or disprove the report of extrusion, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, a revision surgery was scheduled to remove the implant due to suspected infection. At the time of removal, it was noted that the pump was extruded; however, there were no signs of infection. The implant was removed and replaced.